Event description:
It was reported that the wire fractured in vivo. According to the user facility a total of five wires were used. Two of which were mfg by acs/dvi. Reportedly, the pt is stable, although continues to have chest pain related to underlying cardiac disease. The wires are being held by the user facility, but according to the risk manager none appear to be separated.

Manufacturer narrative:
Evaluation summary: quality assurance preliminary analysis revealed that the stent delivery system was returned without the stent. The c-flex was stretched. The shrink tubing/c-flex junction was intact. Quality engineering determined that the resistance encountered and the inability to cross the lesion may have been the result of the presence of calcium. It is possible that the stent became snagged on calcium causing the resistance to cross. Attempting to retract the stent delivery system back through the guiding catheter may have caused the stent to loosen and dislodge from the balloon. This practice is contraindicated in the IFU. There is no indication in the complaint thay any device defects were noted during preparation. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. Quality engineering has recommended that a letter be provided regarding proper removal of a stent delivery system that has an underdeployed stent. No other corrective action will be implemented. As part of quality process, all stent delivery system are inspected on-line to ensure that each stent is securely mounted to its balloon. This MDR is considered closed by the quality assurance department.